Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: preliminary analysis: review of stock: the procedure to review the units of this product code and lot number available and verified that to date there are no units available. Quantity produced / imported: (B)(4) units were manufactured and distributed of this code batch. Distributed quantity: the procedure to perform the traceability of the product / batch and identified that all manufactured units were sold to 27 customers. Background: database of complaints were reviewed and verified that to date there are no reports related to this product code and batch number. Batch record / record lot: the rule for batch manufacturing documentation was reviewed and no deviations or alterations were evident during the process. Results for batch release: in relation to the results obtained for batch release, this analysis met the requirements demanded for this type of suture. Analysis (s) sample (s): the samples received were checked visually, it was shown that two of the sutures sent by the client, presented leakage through a small hole in the aluminum foil. This damage may have been caused by a defect in the mold sealing machine, which is not detected in the process, only after a while when the solution contacts the affected part and cause deterioration in aluminum foil. The flaw was detected and corrected long before the report was received customer in question. Conclusions: given that the results of the samples did not meet the requirements of OEM, it is concluded that the claim is justified. Actions: no need of any action the cause was corrected long before receiving the report.

Event description:
Country of complaint: colombia. By the time the box of sutures are opened it appears that the envelopes have defects, and there is no liquid in the sutures.